Manufacturer narrative:
The returned valve was patent and met the requirements for siphon and leak testing. The valve was returned at pl 0.5 and was not adjustable; therefore pressure-flow and pre-implantation testing are beyond pressure level 0.5 could not be completed. The device did not meet the requirements for reflux and pressure-flow testing at pressure level 0.5. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve, may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was blocked. The valve was explanted and the patient¿s status was noted as no injury.